Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of failed battery test and no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was in the hospital with a broken leg for x-rays, and the pump was having issues. The customer stated that she cannot get the pump out of the rewind mode. The customer was advised that (B)(6) aaa alkaline batteries are the most effective for the pump's use. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.